Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. The cartridge fell out of the pump. Customer reloaded cartridge and insulin was resumed. There was no reported adverse impact to customer's blood glucose level.